Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device after an interventional procedure. It was reported that the physician used a rotation method of insertion because he encountered resistance due to severe vessel calcification and a scarred groin. As the device was being advanced into the arteriotomy it reportedly broke between the proximal guide and the distal guide and could not be removed. It was reported that the physician decided to obtain a second access site in the brachial artery. A gooseneck snare was then tracked down from the brachial access site to the femoral access site in order to catch hold of the sheath. The sheath ahd distal guide were then removed via the brachial access site. The proximal guide remained stuck in the arteriotomy. The pt was taken to surgery for a profunda-plastik with a patch. The vascular surgeon indicated that the arterial access was in the profunda artery and not in the common femoral artery and that the device had perforated the backside of the artery. The pt was discharged home after one week of hospitalization. There are no reports of further adverse pt sequelae.